Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage. There was slight evidence of blood. The delivery device was returned inside the loading device. The tension spring assembly, anchor tab and seal were inside the loading device. The green slide lock and the white plunger were depressed on the delivery device. This failure is potentially attributed to user technique. It appears that the seal had been prematurely deployed in the loading device. Based upon the evaluation results, the reported complaint was confirmed for premature deployment. A lot history record review was completed for the reported product lot number. There was no nonconformity recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii failed to load properly. The seal was not lined up correctly in the loader. A replacement device was used to complete the procedure. The hospital did no report any patient effects.